Manufacturer narrative:
The customer¿s complaint of an unintended rate increase on the pump module was not confirmed or replicated during the investigation of the source device. A review of the logs did not identify an infusion starting at a rate of 100ml/h as alleged in the reported complaint. Programmed test infusions at reported infusion rate did not exhibit a rate increase or malfunction during a near 10 hour test infusion. Asm keypad tests performed confirmed both pcu and pump module keypads are operating without any key malfunction or anomaly. Pump module also demonstrated passing asm patient side occlusion test and ail test during the investigation. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was a patient involvement.

Event description:
The customer reported that a pump was programmed to infuse at 100 ml/hour during an or procedure when the patient bent their arm and caused an occlusion alarm. Restart was selected and the pump infused at 100ml/hr however after one minute the pump changed the rate to 105 ml/hour. There was no patient harm. Received a copy of the customer's medwatch report which states, "hi there, we have an alaris IV pump - channel and pump - that we'd like to send back for MFR review. The pump was being used intraoperatively. It was programmed to run at 100 ml/hr. One min after the pump had been started, the rate changed to 105ml/hr. There was no harm to pt as it was recognized immediately. It was sent for a preventive maintenance check through our biomed team; it failed inspection as it continued to say there was a pt-side occlusion or air in line."